Event description:
The user received an erroneous tsh results for one patient sample. The initial result was <0 uiu/ml with a data flag. The user repeated the sample and a result of 3.35 uiu/ml was received. Only the repeat result of 3.35 uiu/ml was reported. The tsh reagent lot number was not provided. The field service representative determined the was an air bubble present in the sample container, but the user did not observe an air bubble in the sample. To verify the analyzer operation, he tested qc within results within normal range.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl) and 199 mg/dl. When the customer received the result of lo, the test strip may have been dosed incorrectly. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.